Manufacturer narrative:
Age at time of event: (B)(6). Gender: seven males and 10 females. Literature article: kerr, d.j., young a.m., neoptolemos, j.p., sherman, m., van-geene, p., stanley, a., ferr, d., dobbie, j.w., vincke, b., gilbert, j., el eini, d., dombros, n. And fountzilas, g. "Prolonged intraperitoneal infusion of 5-fluorouracil using a novel carrier solution". British journal of cancer (1996) 74, 2032-2035. Doi: 10.1038/bjc.1996.672. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which two peritoneal dialysis (pd) patients experienced peritonitis which was manifested by abdominal pain, elevated peritoneal white cell count and cloudy peritoneal effluent. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized for the events. Treatment for the peritonitis events was not reported. At the time of this report, the patient outcomes and action taken with pd therapy were not reported. No additional information is available.